Event description:
It was reported that the pen ndl 32g 4mm pro experienced the cannula breaking off or pulling out, and was unable or difficult to prime. The following information was provided by the initial reporter: this is a report about a broken needle npe. Customer complained that drug didn't come out upon priming, the male patient brought the product to the clinic. The hcp checked it and found that the needle npe was broken and attached to the pen (rubber part).

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced the cannula breaking off or pulling out, and was unable or difficult to prime. The following information was provided by the initial reporter: this is a report about a broken needle npe. Customer complained that drug didn't come out upon priming, the male patient brought the product to the clinic. The hcp checked it and found that the needle npe was broken and attached to the pen. (Rubber part).